Manufacturer narrative:
Hill-rom technical support could not determine the root cause and a technician will be pages to service the device. Per the hill-rom user manual warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom technical support received a call from the account confirming the bed was functioning as designed and there is no need for a repair to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit alarm would not set. The bed was located at the account in room 1506. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).